Event description:
It was reported that during the pre-check, the cardiosave intra-aortic balloon pump (iabp) had prior to applying the fa coil cable, unit fail patient interface m. Test. There was no patient involvement reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected field: e3. Despite good faith efforts (gfes), no further information has been provided. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (medical device ¿ problem code).